Event description:
A peritoneal dialysis (pd) registered nurse contacted (B)(6) customer service to report that the patient has contact dermatitis from the 4x4, island dressing, sterile 50/bx a50044 that is manufactured by (B)(4). The nurse does not have the lot or expiration date of the product. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).